Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user is testing with expired test strips. Manufacturer contacted customer with follow up phone calls for knowing the customer's condition; customer's condition improved; customer did not seek medical attention; customer is satisfied with the new product replacement reading glucose values.

Event description:
Consumer reported complaint for battery issue / low battery symbol. The customer's expected fasting blood glucose test result range is 110mg/dl -115 mg/dl. The customer reported symptoms of sweatiness this morning, (B)(6) 2016. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The customer is currently not taking medication to manage diabetes. The customer have had recent changes in medication, physician prescribed on (B)(6) 2016. The test strip lot manufacturer's expiration date is 04/17/2014; therefore the test strips are past manufacturer's expiration date. Adverse event not reported.